Manufacturer narrative:
Updated to reflect that only the speaker was replaced to resolve the customers issue.

Manufacturer narrative:
.

Event description:
The customer reported that no sounds were issued by the monitor and "inop "speaker malfunction" is displayed. There was no patient involvement.